Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced serious bodily injuries, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding and significant physical pain. All other information, including the patient's current condition, is unknown and reportedly unavailable.